Manufacturer narrative:
(B)(4). Batch # n9373t: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and identified a class 2 anti-backup failure defect/issue related to the reported incident. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ladg, a teardrop-shaped clip was formed at the 1st firing. The doctor felt that something was wrong, when the clip was fed into the jaws. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.